Manufacturer narrative:
Medical device expiration date: unknown. Address was not obtained and md was used based on facility/area code. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received a positive result initially and then subsequently tested negative. This event occurred two times (one positive result followed by two negative results). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "first test came back positive - two more tests were negative." Eua (B)(4).

Event description:
It was reported that the customer received a positive result initially and then subsequently tested negative. (B)(6) : 2022-05-06 16:25:01 (gmt). ¿ first name: ¿ last name: ¿ company: ¿ phone #: unknown ¿ address: unknown ¿ city: unknown ¿ state: unknown ¿ zip code: unknown ¿ country: united states. ¿ email address: unknown. ¿ product (reference) # / lot # (on outside of box by the qr code): ¿ what type of phone and os does the customer have? 256094 / lot # unknown. ¿ date of event or issue: ¿ problem description: ¿removing human interpretation was about the stupidest idea imaginable. First test came back positive - two more tests were negative. In retrospect, I think it was a shadow that the app interpreted as a line. This is a photo of the ¿positive¿ test - from what I¿ve read, 2 lines is negative and 3 is positive. (Couldn¿t the company just tell us that?) As you can see, only 2 lines. I ran the same cassette again (had to burn another paper test card btw to get it to run it) in different lighting, and it was negative this time. Couldn\u2019t you just make it clear how to interpret the test with your own eyes instead of relying on an iphone camera??!¿. ¿ troubleshooting steps: n/a. ¿ resolution: amazon review. ¿ number of products affected (ex: 1 scan card; both reagents; etc.): ¿ where was the kit purchased/sold? (Employer, walgreens, etc.): unknown ¿ if the defect is visible, are photos available? No. O if yes, please advise the customer to email the photo and case number to (B)(6). ¿ is escalation required? (Team handed off to): no. .¿ is follow up required? Y/n. ¿ was there any report of adverse medical impact? If so what? Unknown unable to follow up due to no customer contact information. No further request required.

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 tests (material # 256094), batch number unknown, customer received discrepant results while using the test kit.¿ it was reported that the customer received a positive result initially and then subsequently tested negative. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.